Event description:
It was reported to the MFR that the vns pt went through a prophylactic generator replacement. The explanted generator was returned to the MFR for product analysis. Diagnostics performed on the pt's device prior to the surgery were within normal limits, indicating proper device function. Upon interrogation in the product analysis lab, the following message appeared: "pulse generator is currently disabled due to v-bat less than eos threshold". This event was found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, the following was observed: electrical test showed that the pulse generator was operating within spec. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Discoloration was observed on the can of the generator which is an indication that some sort of electrical energy source may have been used on the device during the explant procedure. The reported eos condition was not verified during the pa analysis; however, the output therapy was disabled due to a perceived low voltage threshold crossing. Investigation determined that the likely root cause of this event is due to an application-specific integrated circuit (asic) latch-up condition, resulting from the generator receiving an electrical transient during surgery. The electrical transient is the result of electromagnetic induction (emi) or electrostatic discharge (esd). The emi and/or esd causing the asic latch-up can be attributed to the use of electrosurgery in direct contact with the generator, electrosurgery in close vicinity to the generator or a major electrostatic discharge.